Manufacturer narrative:
H3 analysis: the product as returned contains blood. The unit was cleaned and sent to the lab for gas transfer and blood side pressure drop analysis. Product evaluation does not confirm the reason for return; results of functional testing are within the acceptable range for a previously run unit. Visual inspection of the device shows no clotting or excessive thrombus observed in the unit as returned. Performance testing was completed and results show acceptable gas transfer for the device. Blood side pressure drop was also measured and found to be within specification. Event date and the exact date the pt expired is unk; user reported the pt's death was unrelated to the reported product problem. Conclusion: device evaluated and alleged failure could not be duplicated - an exact cause is unk for the reported product problem.

Event description:
Info received indicates impedence to flow through the unit was noted during the procedure. The product was changed-out with time off bypass estimated at 2-3 minutes and a 300 cc blood loss noted. Although the pt later expired, the hcp does not attribute the death to replacement of the unit during the case.